Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd phaseal¿ injector luer lock (n35c) there was an issue with difficult to disengage. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: one sample unit was received for evaluation by our quality engineer team. Upon visual inspection of the sample, the tips of the safety sleeve were observed damaged, however, the injector was functional and could be attached to the connector product. As a lot number was unknown for this incident, a production history review could not be completed and additional retained samples could not be investigated. Injector grip damage typically occurs when the injector product is improperly handled. If the tips of the safety sleeve are dislocated, the injector is activated which results in needle exposure. It is recommended that the instructions for use are carefully followed when using the injector product. Complaints received for this device and defect will be monitored by our quality team for emerging trends.

Event description:
It was reported with the use of the bd phaseal¿ injector luer lock (n35c) there was an issue with difficult to disengage. There was no report of injury or medical intervention.